Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. No replace battery now alarms noted during testing. However, pump trace download analysis confirmed the pump alarmed low battery alert. The power management tool confirmed low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with minor scratches on case, pillowing keypad overlay, cracked select button keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery. The customer's blood glucose was unknown at the time of incident. Customer did not receive a low battery alert prior to the replace battery now alarm. This is the second occurrence of replace battery now without a low battery warning. Advised the insulin pump will need to be replaced. Customer was advised they may continue to wear the insulin pump until replacement arrives if they insert a new battery. The insulin pump will not be returned for analysis.